Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed a low flow event; however, a specific cause for this event could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and reported events could not conclusively be determined. Evaluation of the submitted log files confirmed low flow events on (B)(6) 2024. One of the fault flags lasted longer than 10 seconds and triggered a low flow alarm. No other notable events were captured. The pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on the hm 3 lvas, serial number (B)(6), with no further events reported at this time. No product is available for investigation. The hm 3 lvas instructions for use (IFU) lists adverse events that may be associated with the use of the hm 3 lvas. The hm3 IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The IFU explains that changes in patient conditions can result in low flow. Additionally, the hm 3 IFU and patient handbook describe advisory and hazard alarm conditions as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm 3 patient handbook are currently available. The IFU lists adverse events that may be associated with the use of the hm 3 lvas. The IFU also addresses all pump parameters, including pump flow, and describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This document notes that changes in patient condition can result in low flow. The IFU also explains that, in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Additionally, the IFU and patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient had cardiac arrest with alarms. The low flow alarms were noted to have lasted approximately 9 minutes. Log files were sent for review. The event log file for the heartmate3 patient contained 2 low flow estimates as well as 1 sustained low flow hazard event on (B)(6) 2024 at10:56am. These flow readings did not appear to be the result of any external equipment malfunction. Additionally, the log file contained clusters of pi events. It was noted that the low-speed limit was set at 5300rpm at the time. There were no other unusual events recorded in the log file event history. Based on the data visible in the log file the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically. Patient support was ongoing.